Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 13 with fault ID malf 13-ox221c, and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.